Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2021 and suture was used. The patient was admitted due to "right lower quadrant pain for one plus week, aggravation of one day. The admission diagnosis was acute appendicitis, surgical treatment was given to the patient. During intraoperative use the suture broke while sewing the peritoneum, resulting in tissue damage to the patient. Changed another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code and lot number. Could you please provide more details about the "tissue damage" that occurred in the patient? How was it treated? Were there any unexpected outcomes or complications as a result of the "tissue damage"? Was the patient treatment altered in anyway due to the "tissue damage"? If yes, please explain. Were there any patient consequences?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/12/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide product code and lot number.: according to the feedback of the sales representative, all the above answers are unknown. Could you please provide more details about the "tissue damage" that occurred in the patient? How was it treated? Were there any unexpected outcomes or complications as a result of the "tissue damage"? Was the patient treatment altered in anyway due to the "tissue damage"? If yes, please explain were there any patient consequences?.